Event description:
Zoll thermoguard alarming to check air trap noted leaking saline at the air trap. Air trap appeared to be functioning correctly, no troubleshooting measures were able to get zoll off of standby mode. Zoll changed out for a different machine. Ttm therapy resumed and thermoguard machine tagged as broken, and clinical engineering sent machine back to manufacturer - awaiting results. During this time, patient temperature increased to 38.3 c. Tylenol given, environmental measures to reduce temperature taken.